Manufacturer narrative:
(B)(4). Insulin pump received with cracked and bleeding lcd glass. No moisture damage noted on motor assembly or electronic assembly during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump's screen was blurry. That it looks like there was moisture inside or under the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.